Event description:
The reporter noted: "during the insertion phase of the device used in a l3/l4 and l4/l5 lateral interbody fusion with posterior pedicle screw stabilization, the implant cracked. The surgeon was able to remove the implant with the trial extractor, by threading it into the back of the broken cage and pulling it out by manual force. There was nothing visually or through patient monitoring that indicated the patient was harmed in any way by the cage by removal. The delay in surgery was approximately 8 to 10 minutes. During this time, the surgeon contemplated the best way to remove the cage, he removed the cage, inspected it to ensure no pieces were left in the patient's body, had the surgical tech load another cage on the inserter and pack it with graft, he adjusted the retractor, and he implanted the newly loaded and packed cage. In addition, the initial dilator failed to transmit a current when using the neuro monitoring probe. The set contained two initial dilators and the surgeon used the second one which functioned properly. The surgery was delayed for approximately 2 minutes due to this issue. There was no injury to the patient."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.